Event description:
It was reported, during an implant procedure, one of the unit connection block setscrew was broken, and consequently, it was not possible to connect the lead to the pacemaker. Therefore, this device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. However, threads of the setscrew was damage.